Event description:
It was reported to boston scientific corporation on april 03, 2008, that a wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female pt (weight unk) three days before. According to the complainant, "the stent did not (release, so the system was removed). Additionally, some steel wires (appeared) on the top of the stent (after removal)". No pt complications were reported as a result of the event.

Manufacturer narrative:
The device has not been returned. A device eval cannot be performed; therefore, the cause of the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the lot. The march 2008 15-month bare biliary product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.